Event description:
Patient experienced an increase in seizures. Physician noted that the vns settings had changed. Vns settings were re-programmed and the patient was reported to have no clinical seizures after re-programming. No other relevant information has been received to date.